Manufacturer narrative:
The customer stated that their qc was acceptable on the day of the event. The field service engineer (fse) replaced the rinse nozzle tubing, primed the detergents, and replaced the reaction cells. A cell blank measurement and a hardware check were performed successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ldl_c ldl-cholesterol plus 3rd generation results for 1 patient sample on a cobas 8000 c 702 module. The customer questioned the low result as there had been another instance earlier in the day where a doctor questioned a result. This prompted them to repeat the sample. On (B)(6) 2023, the initial result from the c702 analyzer in question was 16 mg/dl. The result was reported outside of the laboratory. On (B)(6) 2023, the repeat result from a different c702 analyzer was 120 mg/dl. The repeat result was deemed correct. The reagent lot number is 651456. The expiration date was requested but not provided.